Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 the patient was admitted to the hospital with "high blood glucose levels" and experienced the symptom of vomiting. The technical support representative contacted the patient several times to obtain and verify information; however, was unable to reach her by telephone. It was not possible to perform any troubleshooting of the pump during the initial telephone call. No further details were provided about the patient's status or treatment. This complaint is being reported due to the patient allegation she suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump and was hospitalized.